Event description:
Lens opacification presumably caused by calcification was observed 03. Date of original surgery 01. The pt v/a is 20/66 and has not changed since the opacification has been noticed.